Event description:
During turp procedure, the ceramic tip of the instrument broke off and had to be removed from the pt. There were two occasions with two different pts of the same incident. Two weeks apart.